Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression and overweight. Concurrent conditions included fibroids and ovarian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced cystitis ("bladder infect") and urinary tract infection ("infection: urinary tract"). On (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced bacterial vulvovaginitis ("vag. Infect./recurrent vaginal (bacterial)/ vaginal infection") and vaginal discharge ("vag. Discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: chronic/ lower pelvic area pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary probs"). In may 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia"), gestational hypertension ("high blood pressure"), gestational diabetes ("diabetes") and placenta praevia ("placenta previa"). The patient was treated with antibiotics, ibuprofen and surgery (ablation and bariatric surgery). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, pelvic pain, urinary tract disorder, cystitis, bacterial vulvovaginitis, vaginal discharge, premature menopause, genital haemorrhage, female sexual dysfunction, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, anaemia, weight increased, gestational hypertension, gestational diabetes, placenta praevia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, anxiety, bacterial vulvovaginitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gestational diabetes, gestational hypertension, menorrhagia, migraine, nausea, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature menopause, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 198 lbs. Discrepancy noted in date of insertion (B)(6) 2006 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), premature menopause ("early menopause"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia"), bacterial infection ("bacterial constant"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia"), gestational hypertension ("high blood pressure"), gestational diabetes ("diabetes") and placenta praevia ("placenta previa"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, premature menopause, genital haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, bacterial infection, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, anaemia, weight increased, gestational hypertension, gestational diabetes and placenta praevia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, anxiety, bacterial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gestational diabetes, gestational hypertension, menorrhagia, migraine, nausea, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature menopause, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: events: ablation, early menopause, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (with complications), apareunia, bacterial constant, depression, anxiety, bladder or urinary problems or changes, migraines / headaches, dental problems,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, vaginal discharge, weight gain, anemia, iron infusions, hypertension, diabetes, placenta previa, were added. Reporters, patient demographics, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/ lower pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('menorrhagia') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression and overweight. Concurrent conditions included fibroids and ovarian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced cystitis ("bladder infect") and urinary tract infection ("infection: urinary tract"). On (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced bacterial vulvovaginitis ("vag. Infect./recurrent vaginal (bacterial)/ vaginal infection") and vaginal discharge ("vag. Discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary probs"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia"), gestational hypertension ("high blood pressure"), gestational diabetes ("diabetes") and placenta praevia ("placenta previa"). The patient was treated with antibiotics, ibuprofen and surgery (ablation, bariatric surgery and total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, pregnancy with contraceptive device, urinary tract disorder, cystitis, bacterial vulvovaginitis, vaginal discharge, premature menopause, genital haemorrhage, female sexual dysfunction, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, anaemia, weight increased, gestational hypertension, gestational diabetes, placenta praevia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, anxiety, bacterial vulvovaginitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gestational diabetes, gestational hypertension, heavy menstrual bleeding, migraine, nausea, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature menopause, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 198 lbs. Discrepancy noted in date of insertion (B)(6) 2006 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: previously reported event pain: chronic/ lower pelvic area pain made medically significant intervention required due to surgery." Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure (ess205). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced cystitis ("bladder infect"), bacterial vulvovaginitis ("vag. Infect./recurrent vaginal (bacterial)"), vaginal discharge ("vag. Discharge"), tooth disorder ("dental problems") and urinary tract infection ("infection: urinary tract"). In (B)(6) 2013, the patient experienced premature menopause ("early menopause"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain: chronic"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary probs"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia"), gestational hypertension ("high blood pressure"), gestational diabetes ("diabetes") and placenta praevia ("placenta previa"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, pelvic pain, urinary tract disorder, cystitis, bacterial vulvovaginitis, vaginal discharge, premature menopause, genital haemorrhage, female sexual dysfunction, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, anaemia, weight increased, gestational hypertension, gestational diabetes, placenta praevia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, anxiety, bacterial vulvovaginitis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gestational diabetes, gestational hypertension, menorrhagia, migraine, nausea, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature menopause, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2006: totally blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: pfs and mr received: event : urinary tract infection, onset date of events: pelvic pain, bacterial infection, vaginal infection were added. Onset date of event: bladder infection ,& lab data were updated. Medical history, patient aka name, were added. Event bacterial infection clubbed with event vaginal infection as in pfs infection (bladder/ urinary tract/vaginal) type: recurrent vaginal (bacterial) was reported with same onset date. Event vaginal infection updated to bacterial vulvovaginitis. Event pregnancy (with complications) marked as a medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal) and menorrhagia ('menorrhagia') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), premature menopause ("early menopause"), genital haemorrhage ("abnormal bleeding (general), female sexual dysfunction ("apareunia"), bacterial infection ("bacterial constant"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia"), gestational hypertension ("high blood pressure"), gestational diabetes ("diabetes") and placenta praevia ("placenta previa"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, premature menopause, genital haemorrhage, pregnancy with contraceptive device, female sexual dysfunction, bacterial infection, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, nausea, fatigue, alopecia, anaemia, weight increased, gestational hypertension, gestational diabetes and placenta praevia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, anxiety, bacterial infection, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gestational diabetes, gestational hypertension, menorrhagia, migraine, nausea, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature menopause, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.